Event description:
Stryker sustainability solutions, harmonic ace shears, would not pass its initial testing. Troubleshooting, to include re-tightening of the tip, would not clear the device for use. Another "like" product was opened and utilized without incident.